Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return as it was discarded. However, the device history record (DHR) review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 21mm aortic pericardial valve, implanted thirteen (13) years, six (6) months, and twenty six (26) days was explanted and replaced with a 19mm aortic pericardial valve. Through follow up with the health care provider, both the operative report and discharge summary were provided. The postoperative diagnosis was prosthetic aortic valve stenosis. It was learned this device was explanted due to calcified leaflets causing severe aortic stenosis. The preoperative tee confirmed the presence of severe stenosis associated with the previous aortic prosthesis. Ventricular function appeared good. There was moderate tricuspid regurgitation and mild to moderate mitral regurgitation. On direct inspection, the 21rnm edwards pericardial prosthesis indeed had calcified leaflets with restricted motion. The completion tee showed good functioning of the aortic prosthesis without any evidence of perivalvular leak. The patient tolerated the procedure well without any complications. Patient was transferred intubated in stable condition on milrinone and norepinephrine drips to the cardiovascular unit. The patient was discharged on pod nine.